Event description:
It was reported that, "patella button was loose in joint space. Current implants unknown so replacement inserts unavailable. We needed to then remove all components and replace with triathlon ts."

Manufacturer narrative:
This is the same patient / event as MFR # 2249697-2011-01073. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.